Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found no blood or contrast visible. The stent implant was loose on the balloon, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameter of the stent implant was measured and met manufacturing criteria. The proximal balloon shoulder was wrinkled. The distal edge of the soft tip was jagged. A loose stent can be affected by numerous factors including, but are not limited to: inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. The outer diameters of the stent were measured and met manufacturing criteria. It is possible that the stent was inadvertently handled, resulting in the stent becoming loose on the balloon and also contributing to the noted wrinkled balloon and tip damage; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for loose stents for this lot. A conclusive cause for the reported loose stent could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that the promus stent was noted to be loose on the balloon during preparation. There was no patient involvement. Another promus stent was used to successfully complete the procedure. No additional information was provided.